Event description:
It was reported that the patient had presented for invasive assessment of the lead-header connection after presenting at an earlier (no date available) in-clinic follow-up with multiple episodes of automatic mode switch present as a result of noise on the atrial channel, the noise was reproducible. The device was explanted and replaced .

Manufacturer narrative:
(B)(4).